Manufacturer narrative:
No additional information has been received to date. The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this valve was discarded during implant due to a patient tissue tear, and a nick created in the polyester covering of the stent while trying to seat the valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.